Event description:
It was reported that since the implant procedure of this pacemaker, the patient has experienced fluttering sensations, chest pains, fatigue, and dizzy spells that impact their physical ability. Additionally, the patient has had difficulties at work due coughing episodes and the fluttering sensations, which has caused the patient to require time off and has incurred financial losses. At this time, this pacemaker remains implanted and in-service. No additional adverse patient effects were reported.